Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the lead was found to be partially removed from the ipg header. It was reinserted into the ipg header to address the issue. Therapy was restored post-operatively.